Event description:
It was reported that the bd luer-lok¿ 10 ml bulk pack luer lock tip without safety experienced foreign matter, contaminated. The following information was provided by the initial reporter: customer reported foreign material on the connection part of a syringe and a cannula.

Manufacturer narrative:
Investigation summary: three photos were provided to our quality team for investigation. Through visual inspection, an unknown dark colored foreign matter was observed in the collar area. Potential root cause for foreign matter in the non-fluid path defect is associated with the molding process. A requalification was performed for this defect during the production of this batch and the line cleared of defects. However, it is possible a limited number of pieces with this condition were able to escape detection. Batch 1295472 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ 10 ml bulk pack luer lock tip without safety experienced foreign matter, contaminated. The following information was provided by the initial reporter: customer reported foreign material on the connection part of a syringe and a cannula.